Event description:
It was reported that the patient developed a hematoma over the site of the implantable cardioverter defibrillator (ICD). The patient underwent a procedure to drain the hematoma at which time the ICD was removed from the patient and re-implanted. When connecting the right ventricular (rv) lead back to the ICD, the pace impedance was less than 200 ohms, and the lead did not fit completely into the ICD connector. The lead was then tested externally via an analyzer and the impedance was normal, but the capture threshold was high. It was decided to place a new rv lead and when attempting to connect this lead to the ICD, again the lead could not be fully inserted into the device header and the pace impedance was greater than 3,000 ohms. Subsequently, the ICD was replaced, and the procedure was successfully completed without further issue. The patient was expected to fully recover. The ICD is expected to be returned.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. When attempting to test the device, spring damage was observed in the lead port and testing could not be completed. High power visual inspection of the right atrial coil (rac) spring at the entrance to the lead barrel showed it had dislodged and pushed into the distal part of the lead barrel near the right ventricular tip terminal block. The rac spring blocked the lead barrel at that point and prevented full insertion of a lead. The other two coil springs were intact.

Event description:
It was reported that the patient developed a hematoma over the site of the implantable cardioverter defibrillator (ICD). The patient underwent a procedure to drain the hematoma at which time the ICD was removed from the patient and re-implanted. When connecting the right ventricular (rv) lead back to the ICD, the pace impedance was less than 200 ohms, and the lead did not fit completely into the ICD connector. The lead was then tested externally via an analyzer and the impedance was normal, but the capture threshold was high. It was decided to place a new rv lead and when attempting to connect this lead to the ICD, again the lead could not be fully inserted into the device header and the pace impedance was greater than 3,000 ohms. Subsequently, the ICD was replaced, and the procedure was successfully completed without further issue. The patient was expected to fully recover. The ICD was received for analysis.